Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was recurrent pelvic organ prolapse with large cystocele, possible enterocele. Mesh revision with additional mesh (pelvicol, xenform) implant surgery: the procedure performed was the patient underwent placement of pelvicol, xenform. Concomitant therapy: xenform, lot#1101032, ref#830-245.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.